Event description:
It was reported that occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.